Manufacturer narrative:
(B)(4). Eval, results: migration, endoleak. Significant mural thrombus in the aorta. Eval, conclusion: significant mural thrombus in the aorta.

Event description:
A valiant thoracic stent graft system was implanted in a pt for the endovascular treatment of a 7 cm thoracic aortic aneurysm 17 months ago. Pt had a previous thoraco-abdominal endovascular repair with a thoracic stent graft. The proximal aortic neck was 37 mm in diameter; aortic neck distal to the taa was 36 mm in diameter with significant mural thrombus. Access vessels had mild tortuosity and mild calcification, and there was moderate aortic tortuosity and mild calcification, and there was moderate aortic tortuosity. The valiant captiva graft, and an abdominal endovascular y-graft were implanted and an iliac-mesenteric-renal bypass were performed. It was reported that five months post procedure, there was a suspected esophageal stenosis. The investigator assessed the event to remotely related to the device and procedure. There was no intervention performed at the time. It was reported that 15 months procedure, the CT demonstrated that there was stent graft migration with a type I endoleak resulting in aneurysm enlargement. The physician elected to implant a second valiant captiva stent graft and the migration and endoleak were resolved. No additional clinical sequelae were reported.